Manufacturer narrative:
Results: the jet7 was ovalized at approximately 21.0, 26.0, 28.0, and 29.0 cm from the hub. There was a hole in the jet7 at the ovalization 26.0 cm from the hub. The distal length of the jet7 was stretched from 122.0 to 124.0 cm from the hub. The overall length of the returned jet7 was approximately 132.0 cm. Air was flushed through the submerged jet7 and bubbles were observed leaking from the catheter shaft. Conclusions: evaluation of the returned jet7 revealed confirmed a hole in the catheter shaft. This hole was present on the proximal length of the returned jet7. The hole was at one of the proximal ovalizations. If the catheter is flattened, the inner coil winds may fracture and puncture the catheter wall. This catheter damage may have been due to improper handling during preparation. During functional testing, air was seen leaking from this hole in the proximal shaft. Further evaluation revealed some stretching on the distal end of the returned jet7. This damage can occur if the device is retracted against resistance. The root cause of this resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using penumbra system jet7 kit (kit), the doctor noticed a pin hole leak on the distal shaft of the penumbra system jet7 reperfusion catheter (jet7) as it was been flushed on the back table. The damage to the jet7 was found prior to use and, therefore, the jet7 was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).